Event description:
Customer reported that a portion of the insulin pump kept coming off. Customer also reported noticing that the drive support cap was popped out. Customer then stated that the entire side of the insulin pump where the drive support cap was located had come off. Customer stated that he had recently been hospitalized with a blood glucose level of 550 mg/dl. Customer stated that he had borderline diabetic ketoacidosis. Blood glucose level was 131 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.